Event description:
The customer called to report repeated no delivery alarms. The customer also stated that he was hospitalized, but he refused to provide more info or troubleshoot. The customer asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.